Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt presented with groin pain. Surgeon was suspicious of metal-on-metal sensitivity and/or infection. Cup was well-fixed and in his perfect position (40-50 degrees of abduction). A large amount of fluid was released when the capsule was incised. Cultures were taken, showing no infection. The metal liner was removed. Surgeon wanted to note the lot and reference numbers were upside down inside. Although, the cup was well fixed, a cup revision was performed. Surgeon also wanted to note that the stem's trunion had a great amount of corrosion present when the femoral head was disassociated.

Manufacturer narrative:
Examination of the returned items and review of the device history records did not reveal any related product problems, manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Multiple factors are possible due to a combination of device, surgical technique, surgical procedure and patient related factors. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.